Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call alarmed no delivery alarms. Customer's blood glucose was 315 mg/dl. During troubleshooting, the device screen said rewinding but the piston was not moving. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.